Event description:
The facility reported a pump with a "phm keypad inoperable". The condition was confirmed as the open and stop keys were not functioning. The condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of "phm keypad inoperable" was confirmed as the open and stop keys were not functioning. Inspection of the pump revealed the open and stop keys that were not functioning was caused by a faulty pump head module (phm) keypad. The phm keypad was replaced on the pump to correct this condition. This issue is being investigated under CAPA.